Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump¿s touchscreen displayed no image despite the blue status light indicating power, and the device would not turn on, leading to replacement. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included continued diabetes management using the cgm application while awaiting replacement. Investigation included remote troubleshooting and review of device behavior and inspection of the returned device. Investigation of this device revealed a screen/display failure consistent with a hardware malfunction of the touchscreen/display module with inability to power the user interface, and the device was replaced. It was concluded, based on previously established findings for similar reports, that the cause was a hardware component failure of the display assembly.